Event description:
It was reported from the "retrospective and prospective chart review and analysis of endoscopic treatment of biliary stents" that following a biliary stenting treatment procedure, stent migration occurred. The target lesion was a stricture in the common bile duct. A 10x80 covered biliary wallstent was implanted to treat the target stricture. Forty five days later, due to recurrent obstructive symptoms, stent migration was noticed and the stent was removed. The procedure was completed with the implant of another 10x60 covered biliary wallstent.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.